Manufacturer narrative:
Device is available for investigation, but has not been received at this time by manufacturer. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the adaptor at the end of the circuit is cracked. The defect was found before pt time. No pt injury reported.